Event description:
It was reported that: (B)(6) hospital of (B)(6) university performed a double-action total hip replacement surgery on the patient on (B)(6). Postoperative examination revealed that the prosthesis was dislocated internally and the femoral head was dislocated from the liner, followed by another incisional surgery on (B)(6) to replace the femoral head and liner and then repositioned. Patient involvement: revision.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the head and liner are compatible with each other. The compatibility of whole construct cannot be performed as the details of stem and shell are not provided. A visual inspection of the delta ceramic femoral head shows dark metallic marks and lines all over the spherical diameter most likely caused by contact with a metallic object (shell) as well as in the internal taper most likely caused by the assembly onto to hip stem. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. This device is used for treatment. It has been confirmed that the instrument/implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. A dimensional inspection was carried out and the delta ceramic femoral head is conforming to specification. The definitive root cause of this event cannot be determined with the available information. A review of the complaints database shows that we have received 2 reported events for revision due to dislocation for the same item number 650-1159 prior to the reported event. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Event description:
It was reported that: (B)(6) hospital performed a double-action total hip replacement surgery on the patient on 11/30. Postoperative examination revealed that the prosthesis was dislocated internally and the femoral head was dislocated from the liner, followed by another incisional surgery on 12/1 to replace the femoral head and liner and then repositioned. Patient involvement - revision.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.